Event description:
During attempted implant of the device, two hex wrenches were used to tighten the set screw on the right ventricular lead port, but the setscrew could not be tightened. The silicon cover of the set screw was removed for easier access, but the setscrew still could not be tightened. Another ICD was used to complete the procedure without further incident. The patient was well.

Manufacturer narrative:
The device was returned without the right ventricular (rv) set screw. Damage was noted on the rv septum. A new set screw was tested in the rv port and revealed no anomaly. The cause of the event was not confirmed.